Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, (B)(4) will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 10/25/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was returned with visible moisture under the display lens and within the display causing the display to be distorted. The display was replaced with a test display, and the contrast returned to normal. A display lens leak was detected during testing. Corrosion due to moisture was detected within the pump compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a cloudy display issue. The screen is foggy after exposure to moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.